Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would lock up upon powering the device on. The device would not advance past the self-test screen and would not be available for use on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was the system controller pcb assembly. Further component cause could not be determined.